Event description:
Reportedly, interrogation could not be performed with the subject cpr3 head although the green leds were on.

Event description:
Reportedly, interrogation could not be performed with the subject cpr3 head although the green leds were on.